Event description:
The manufacturer sales representative reported that the device overheated during a procedure at the user facility. No information was available regarding adverse consequences, surgical delay or medical intervention.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The manufacturer sales representative reported that the device overheated during a procedure at the user facility. No information was available regarding adverse consequences, surgical delay or medical intervention.